Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter hmx hematology analyzer generated erroneous hemoglobin (hgb) results. The patient sample was rerun in manual mode because the previous run in primary mode produced the user-defined low hgb and hct flags. The erroneous results were reported out of the laboratory and questioned by the doctor based on the patient history. Repeat testing was performed on the redraw sample from the patient and the report was amended with the results. The customer ran another patient's (patient #2) sample in manual mode in order to check the mode and confirmed erroneous results in manual mode. The testing recovered high wbc, rbc, hgb, and platelet (plt) results, which were not reported out. The patient results are shown in the attached file. There was no death, injury, or change to patient treatment.

Manufacturer narrative:
The sample was a short draw in a 4ml bd tube. Controls were run in manual mode before and after the event. The abnormal ii control did not pass mcv specifications. The unit is currently performing within qc specifications with respect to controls and reproducibility. Reviews of the provided printouts for patient #1 show that wbc, rbc, hgb and plt results were erroneous for both initial and rerun of the initial specimen. Both had instrument generated 'abnormal rbc pop' and 'abnormal wbc pop' messages. The results are reflective of a poorly mixed sample. Bec field service engineer (fse) performed mode to mode test and adjusted mcv primary mode cal factors. Root cause is unknown. However, patient #1 results are indicative of poor sample mixing.